Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high shock impedances. It was reported that this patient underwent a revision procedure. The impedances were reported to be 97 ohms and then increased to 108 ohms. When the lead was tested in triad coil to coil was 114 ohms and coil to can was greater than 125 ohms. The physician explanted and replaced this product. No adverse patient effects were reported.